Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and successfully reset pump without recurrence of malfunction, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.